Event description:
Lack of ability to walk independently [unable to walk] left shank pain [flank pain] lack of ability of left knee bending [joint range of motion decreased] left knee joint oedema [edema knees] pain and sensation of distention in left knee joint [joint tenderness] extraction of 100ml of liquid from left knee [knee effusion] synvisc used for post-traumatic articular cartilage damage [device use issue] case narrative: initial information received on 17-dec-2018 from poland regarding an unsolicited valid serious case received from a patient. This case involves a 41 years old female patient who experienced left knee joint oedema, lack of ability to walk independently, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee (latency: 1 day), and synvisc used for post-traumatic articular cartilage damage (pt: device use issue) while use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included left knee injury 6 years ago. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 20182018, the patient started using hylan g-f 20, sodium hyaluronate, 1st injection at dose of 2 ml dosage, once, via intra-articular (lot - 6rsa001) for post-traumatic articular cartilage damage. On (B)(6) 20182018, 1 day later, patient had left knee joint oedema, patient had lack of ability to walk independently and walk on crutches, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee. On (B)(6) 20182018, puncture of left knee joint. Hylan g-f 20, sodium hyaluronate was administered by the orthopedist and due to the decision by him no further injection would be made. Patient reported that she had no ailments, edema of knee before administration of synvisc. Also, synvisc was injected by orthopedist and due to decision of the orthopedist no further injection of synvisc will be made. Action taken: drug withdrawn. Corrective treatment: walk on crutches for lack of ability to walk independently; puncture of left knee joint; extraction of 100 ml liquid for left knee joint oedema; not reported for rest of the events. Outcome: recovered for left knee joint oedema; unknown for rest of the events seriousness criteria: disability for lack of ability to walk independently a product technical complaint (ptc) was initiated on (B)(6) 20182018 for synvisc. Batch number: 6rsa001; global ptc number: (B)(4). The production and quality documentation for lot n umber 6rsa001 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were not. Based on the lot number batch record review and lot number frequency analysis for lot number 6rsa001 no capoa was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 18-dec-2018, there are 5 complaints on file for lot number 6rsa001 and all related sub lots: 1 complaint is on file for lot number 6rsa001: (1) adverse event report. 1 complaint is on file for lot number 6rsa001d: (1) extrusion difficulty. 3 complaints are on file for lot number 6rsa001e: (3) missing packaging components. Sanofi would continue to monitor complaints as stated in sop rdg-sop-sop-000440 "product compliant handling" to determine if a CAPA was required. Additional information was received on 18-dec-2018. Global ptc number and its results were added. Text amended accordingly. Additional information was received on 27-dec-2018 from the patient. Event outcome of left knee joint oedema was updated to recovered from not recovered. Action taken was updated to drug withdrawn from unknown. Clinical course updated and text amended accordingly. Based upon internal review on (B)(6) 2019 (csd: (B)(6) 2018, the disclaimer for medication error was removed from the case.

Event description:
Lack of ability to walk independently [unable to walk] left shank pain [flank pain] lack of ability of left knee bending [joint range of motion decreased] left knee joint oedema [edema knees] pain and sensation of distention in left knee joint [joint tenderness] extraction of 100ml of liquid from left knee [knee effusion] synvisc used for post-traumatic articular cartilage damage [device use issue] case narrative: initial information received on 17-dec-2018 from poland regarding an unsolicited valid serious case received from a patient. This case involves a 41 years old female patient who experienced left knee joint oedema, lack of ability to walk independently, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee (latency: 1 day), and synvisc used for post-traumatic articular cartilage damage (pt: device use issue) while use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included left knee injury 6 years ago. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Patient reported that she had no ailments, edema of knee before administration of hylan g-f 20, sodium hyaluronate. Patient had no known allergies. On (B)(6) 2018, , the patient started using hylan g-f 20, sodium hyaluronate, 1st injection at dose of 2 ml dosage, once, via intra-articular (lot - 6rsa001) for post-traumatic articular cartilage damage by orthopedist. On (B)(6) 2018, , 1 day later, patient had left knee joint oedema, patient had lack of ability to walk independently and walk on crutches, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee. On (B)(6) 2018, , puncture of left knee joint. Due to the decision by orthopedist no further injection of hylan g-f 20, sodium hyaluronate would be made. On (B)(6) 2018, , patient recovered from events of lack of ability to walk independently, left shank pain, lack of ability of left knee bending and pain and sensation of distention in left knee joint and left knee joint oedema. Action taken: drug withdrawn. Corrective treatment: walk on crutches for lack of ability to walk independently; puncture of left knee joint; extraction of 100 ml liquid for left knee joint oedema; not reported for rest of the events outcome: recovered for all events except synvisc used for post-traumatic articular cartilage damage seriousness criteria: disability for lack of ability to walk independently a product technical complaint (ptc) was initiated on (B)(6) 2018, for synvisc. Batch number: 6rsa001; global ptc number:(B)(4). The production and quality documentation for lot n umber 6rsa001 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were not. Based on the lot number batch record review and lot number frequency analysis for lot number 6rsa001 no capoa was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 18-dec-2018, there are 5 complaints on file for lot number 6rsa001 and all related sub lots: 1 complaint is on file for lot number 6rsa001: (1) adverse event report. 1 complaint is on file for lot number 6rsa001d: (1) extrusion difficulty. 3 complaints are on file for lot number 6rsa001e: (3) missing packaging components. Sanofi would continue to monitor complaints as stated in sop rdg-sop-sop-000440 "product compliant handling" to determine if a CAPA was required. Additional information was received on 18-dec-2018. Global ptc number and its results were added. Text amended accordingly. Additional information was received on 27-dec-2018 from the patient. Event outcome of left knee joint oedema was updated to recovered from not recovered. Action taken was updated to drug withdrawn from unknown. Clinical course updated and text amended accordingly. Based upon internal review on(B)(6) 2019,(csd: (B)(6) 2018, the disclaimer for medication error was removed from the case. Additional information was received on 23-jan-2019 from patient. Outcome of events extraction of 100 ml liquid, lack of ability to walk independently, left shank pain, lack of ability of left knee bending and pain and sensation of distention in left knee joint was updated from unknown to recovered and stop date was added for same. Clinical course updated. Text amended accordingly.

Event description:
Lack of ability to walk independently [unable to walk] left shank pain [flank pain] lack of ability of left knee bending [joint range of motion decreased] left knee joint oedema [edema knees] pain and sensation of distention in left knee joint [joint tenderness] extraction of 100ml of liquid from left knee [knee effusion] synvisc used for post-traumatic articular cartilage damage [product use in unapproved indication] case narrative: initial information received on (B)(6) 2018 from poland regarding an unsolicited valid serious case from received from a patient. This case involves a 41 years old female patient who experienced left knee joint oedema, lack of ability to walk independently, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee (latency: 1 day), and synvisc used for post-traumatic articular cartilage damage (pt: device use issue) while use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included left knee injury 6 years ago. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Patient reported that she had no ailments, edema of knee before administration of hylan g-f 20, sodium hyaluronate. Patient had no known allergies. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, 1st injection at dose of 2 ml dosage, once, via intra-articular (lot - 6rsa001) for post-traumatic articular cartilage damage by orthopedist. On (B)(6) 2018, 1 day later, patient had left knee joint oedema, patient had lack of ability to walk independently and walk on crutches, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee. On (B)(6) 2018, puncture of left knee joint. Due to the decision by orthopedist no further injection of hylan g-f 20, sodium hyaluronate would be made. On (B)(6) 2018, patient recovered from events of lack of ability to walk independently, left shank pain, lack of ability of left knee bending and pain and sensation of distention in left knee joint and left knee joint oedema. Action taken: drug withdrawn. Corrective treatment: walk on crutches for lack of ability to walk independently; puncture of left knee joint; extraction of 100 ml liquid for left knee joint oedema; not reported for rest of the events. Outcome: recovered for all events except synvisc used for post-traumatic articular cartilage damage. Seriousness criteria: disability for lack of ability to walk independently. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: 6rsa001; global ptc number: (B)(4). The production and quality documentation for lot number 6rsa001 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were not. Based on the lot number batch record review and lot number frequency analysis for lot number 6rsa001 no capoa was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2018, there are 5 complaints on file for lot number 6rsa001 and all related sub lots: 1 complaint is on file for lot number 6rsa001: (1) adverse event report. 1 complaint is on file for lot number 6rsa001d: (1) extrusion difficulty. 3 complaints are on file for lot number 6rsa001e: (3) missing packaging components. Sanofi would continue to monitor complaints as stated in sop rdg-sop-sop-000440 "product compliant handling" to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Global ptc number and its results were added. Text amended accordingly. Additional information was received on (B)(6) 2018 from the patient. Event outcome of left knee joint oedema was updated to recovered from not recovered. Action taken was updated to drug withdrawn from unknown. Clinical course updated and text amended accordingly. Based upon internal review on (B)(6) 2019 (csd: (B)(6) 2018), the disclaimer for medication error was removed from the case. Additional information was received on (B)(6) 2019 from patient. Outcome of events extraction of 100 ml liquid, lack of ability to walk independently, left shank pain, lack of ability of left knee bending and pain and sensation of distention in left knee joint was updated from unknown to recovered and stop date was added for same. Clinical course updated. Text amended accordingly. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2019, the event coding was updated from device use issue to product use in unapproved indication.

Event description:
Lack of ability to walk independently [unable to walk]. Left shank pain [flank pain]. Lack of ability of left knee bending [joint range of motion decreased]. Left knee joint oedema [edema knees]. Pain and sensation of distention in left knee joint [joint tenderness]. Extraction of 100ml of liquid from left knee [knee effusion]. Synvisc used for post-traumatic articular cartilage damage [device use issue]. Case narrative: initial information received on 17-dec-2018 from (B)(6) regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) female patient who experienced left knee joint oedema, lack of ability to walk independently, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee (latency: 1 day), and synvisc used for post-traumatic articular cartilage damage (pt: device use issue) while use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included left knee injury 6 years ago. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, 1st injection at dose of 2 ml dosage, once, via intra-articular (lot - 6rsa001) for post-traumatic articular cartilage damage. On (B)(6) 2018, 1 day later, patient had left knee joint oedema, patient had lack of ability to walk independently and walk on crutches, left shank pain, lack of ability of left knee bending, pain and sensation of distention in left knee joint and extraction of 100ml of liquid from left knee. On (B)(6) 2018, puncture of left knee joint. Hylan g-f 20, sodium hyaluronate was administered by the orthopedist and due to the decision by him no further injection would be made. Action taken: unknown. Corrective treatment: walk on crutches for lack of ability to walk independently; puncture of left knee joint; extraction of 100 ml liquid for left knee joint oedema; not reported for rest of the events. Outcome: not recovered for left knee joint oedema; unknown for rest of the events. Seriousness criteria: disability for lack of ability to walk independently. A product technical complaint was initiated, and results were pending for the same.